Event description:
Medtronic received information that complete heart block was observed the day after implant of this transcatheter bioprosthetic heart valve. Temporary pacing was continued at a backup rate until a permanent pacemaker was placed four days post-implant of the valve. It also was reported that intermittent left bundle branch block and a junctional rhythm occurred during the implant procedure, both of which resolved without additional treatment by the end of the procedure. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances, such as left bundle branch block, junctional rhythm and complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.